Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The battery was suspected to be prematurely depleting. This device was explanted. No additional adverse patient effects were reported.